Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer¿s blood glucose (bg) level was 240-250 mg/dl. The customer addressed bg level with manual injections. Reportedly, the customer changed the cartridge and infusion set to successfully resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.